Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 the device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event likely occurred due to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to the following fields: h7, h9

Event description:
It was reported that the high-frequency resection electrode, after scraping out the tissue, the loop portion was found to be missing, approximately 4 mm, and the severed end of the loop was seen to be spherical. The hysteroscopy was immediately performed, and no residual loop was seen in the uterine cavity. Then the orthopedic physician conducted a fluoroscopy examination, and the image showed no metal in the pelvic cavity. The issue occurred during a therapeutic hysteroscopic submucosal myomectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.